Manufacturer narrative:
A beckman coulter (bec) field service engineer was not dispatched. The customer did not request service. The customer's facility's maintenance department evaluated the system. The customer stated the wire connected to the compressor was burnt. The customer ordered a non-bec compressor for replacement. The failed component is not available to be returned for investigation.

Event description:
The customer noticed a burning smell and smoke coming from the 3k high speed refrigerated stockyard connected to the power processor sample processing system with generic connection modules. There was no report of injury due to this event. The fire department was called for smoke. There was no fire. No erroneous results were generated due to this event. The laboratory has a risk management plan.